Manufacturer narrative:
Medwatch fields b6 and b7 have been updated.

Manufacturer narrative:
Calibration and quality controls were acceptable. A general reagent issue can be excluded. Gammopathy and drug interferences have been excluded. The sample was not available for further investigation. Based on the available information the most probable root cause is lipemic samples due to the disease status (severe liver damage and other problems). The investigation did not identify a product problem. The issue is consistent with a sample-specific root cause, related to the medical condition of the patient.

Event description:
The initial reporter stated they received questionable results accompanied by data flags for one patient sample tested with the altpm-alanine aminotransferase assay on a cobas 8000 c702 module, serial number (B)(4). The sample initially resulted in a value of 56.6 u/l, accompanied by a data flag. The sample was repeated resulting in a value of 58.1 u/l, accompanied by a data flag. The sample was repeated on a second c702 analyzer, resulting in an unknown value, accompanied by a data flag. The assay was performed on heparinized plasma out of the primary tube. No questionable result was reported outside of the laboratory. An interference is suspected.